Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign health care provider (hcp) via a manufacturer representative regarding a patient who received unknown baclofen 250.0mcg/ml; 127.10mcg/day in an implantable pump for an unknown indication for use. It was reported a programming error occurred during a refill on (B)(6) 2018. The pump was refilled with baclofen 2000.0mcg/ml concentration instead of 250mcg/ml (as confirmed via session print report). The error was discovered after the second refill (approximately (B)(6) 2018) and the hcp would like to know how to update the pump to reflect the correct concentration and dose. The hcp was not going to perform a bridge bolus. Calculations provided by technical services indicated the patient was receiving 1016.8mcg/day. No patient symptoms were reported. The hcp was not confident on the drug concentration in the pump so the patient was to be admitted to hospital and the pump would be refilled with 2000.0mcg/ml baclofen. The hcp would then correct the settings and cancel the default bridge bolus. The patient would be observed for a few days prior to the drug reached the intrathecal space. The cause of the error was attributed to programming and prescription. As of (B)(6) 2018 the patient was stable. No further information was provided.